Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified vessel. A kinetix guidewire and 6f vl3.5 mach1 guiding catheter were placed. Predilation was done with a 1.5x15 maverick balloon catheter. Subsequently, a 2.75x16mm promus element¿ plus drug eluting stent was selected to treat the lesion. However, as the physician was about to insert the device, the physician noticed that there was a problem with the struts of the stent. The device was not used and the procedure was completed with a 2.25x16 promus element plus stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).